Event description:
Patient revised because of infection.

Manufacturer narrative:
No product was returned. Review of sterile certification records for the provided product code/lot did not reveal any deviations or anomalies, and all devices were certified sterile prior to release. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.